Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with a failure code 812:02 that were found in the paperwork that were sent in with the pump. According to a baxter technician on (B)(6) 2010 the event occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The device meets specifications for the reported condition. The assignable cause was faulty channel c pumphead module. The channel c pumphead module was replaced.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).